Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device had ruptured during patient use. The device was filled with ciprofloxacin (300mg/150ml sodium chloride 0.9%). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired.